Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and reloaded. The boards and connectors were reseated during the service call. No further service info was provided and no conclusion can be drawn.